Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-05371. On 04/30/2014, the pt underwent a trial procedure. During the procedure, the pt experienced severe discomfort due to the doctor being unable to place the leads. In turn, the procedure was extended an hour. As a result, the procedure was abandoned.